Event description:
The customer reported having high blood glucose since the day before and he did not know why. The blood glucose reading was 433mg/dl and he treated with manual injections and boluses. The customer did feel sick/metal taste. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the caller to run a manual prime test and the insulin did exit. The time, date, basal rates, and bolus wizard settings were correct. The customer stated that he gave a bolus of 7.0 units not 8.2 units. Instructed the customer to program a bolus of 0.25 and the bolus was registered in the bolus history. The customer insisted that he did not program and 8.2 units, and he declined to continue testing. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. Unable to verify the incorrect bolus delivery amount due to an error alarm in the alarm history. The alarm was due to corrupted history files. Several boluses were programmed and delivered. The device recorded the delivery amount accurately in the bolus history and in the daily totals. The device had a cracked reservoir tube lip.